Manufacturer narrative:
User is reported continued issues with this unit. This will be the third repair done to attempt to resolve this issue. The unit is making a popping noise and an electrical burning smell is emitting from the unit. Content of customer email: the laser does not work that I received, and I was burned by it as it began to do the same as the past expect this time it was much worse as it began to make popping noises smoking and caused an electric burning smell to spread throughout my whole practice. It has been frustrating at this point that my patients have been affected as well as myself. Clearly there is something wrong with my laser that is not fixable by engineering. It is a danger to myself and those around me and at this point is unacceptable as I have communicated with everyone regarding this situation and have only heard back from one engineer wanting to discuss further about the laser after our phone call. There is nothing else to discuss regarding my laser. I am requesting a new laser and tired of this inconvenience and safety hazard and should be given a new laser as well as compensation for patient visits being cancelled and for myself being burned trying to shut the laser off. The device has not been returned for evaluation, the root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if new information becomes available.

Event description:
User is reported continued issues with this unit. This will be the third repair done to attempt to resolve this issue. The unit is making a popping noise and an electrical burning smell is emitting from the unit. Content of customer email: the laser does not work that I received, and I was burned by it as it began to do the same as the past expect this time it was much worse as it began to make popping noises smoking and caused an electric burning smell to spread throughout my whole practice. It has been frustrating at this point that my patients have been affected as well as myself. Clearly there is something wrong with my laser that is not fixable by engineering. It is a danger to myself and those around me and at this point is unacceptable as I have communicated with everyone regarding this situation and have only heard back from one engineer wanting to discuss further about the laser after our phone call. There is nothing else to discuss regarding my laser. I am requesting a new laser and tired of this inconvenience and safety hazard and should be given a new laser as well as compensation for patient visits being cancelled and for myself being burned trying to shut the laser off.